Event description:
It was reported that the doctor performed a laparoscopic salpingectomy, diagnostic hysteroscopy, and endometrial ablation in a 40-year-old patient suffering from aub (e). Upon completion of diagnostic hysteroscopy, the uterus was sounded and measured to 8-cm. Cervical canal was measured to 3-4-cm. The minerva white dilator was not used, but doctor indicated that the cervix was dilated to 8-mm using the dilator set available at the facility. The minerva device was inserted and deployed. The device indicator was in red indicating inadequate device deployment. Device was unlocked and removed. The device pfa length was then changed to 5-cm, reinserted, and deployed. This time the device opened in green. Uterine integrity test was initiated and failed. No evidence of co2 leak at the cervix in form of bubbling or hissing sound was present. Another 3-cc of air to the cervical balloon was added and the uit was re-initiated and passed. This was followed by a 120 seconds of uninterrupted ablation cycle. Upon completion of ablation, the cervical balloon was deflated, device unlocked and removed. Post-ablation diagnostic hysteroscopy was performed, and doctor suspected a uterine perforation. Diagnostic laparoscopy was performed using the ports from the previously conducted laparoscopic salpingectomy. At laparoscopy, two fundal perforations with serosal blanching around them were seen. Unintended thermal effect on the sigmoid colon and omentum was also suspected. A general surgeon consult was performed, and observation was recommended. The patient was taken to recovery, was kept for observation, fully recovered, and discharged without any additional interventions.

Manufacturer narrative:
Minerva es performed as intended by initially identifying and warning the user of a uterine perforation. Based on the manufacturer's investigation, the reported perforation was most likely caused by user error. Provided that the physician performed more than one procedure, determining the cause of the perforation is difficult to identify and confirm. The uterus may have been perforated during the salpingectomy, patient preparation (sound measurement of the uterus) for the minerva es procedure, or during the manual manipulation of the handpiece during insertion. Uterine/bowel perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: - use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. - activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. - excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. - although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. - post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum. There were no reports of system errors during the procedure. The controller operated as intended. The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. However, all surgical handpieces meet all the specifications when released, including adequate sterilization. The relationship between the device and the reported adverse event could not be established.